Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to instability. Converted from total to reverse. Nothing further to report. Doi: unknown. Dor: (B)(6) 2021. Right shoulder.